Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window and broken off reservoir tube lip. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind test. Unable to perform the self test, off no power, unexpected restart, occlusion, prime and excessive no delivery tests due to the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device did not recognize the reservoir resistance after rewind. Customer's blood glucose was 14.2 mmol/l. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.